Event description:
It was reported during a gastrectomy on the 3rd and 4th firing of the tlc55 there was bleeding at the staple line. The surgeon oversewed the staple line with silk sutures. The rep is returning three tcr55 reloads, lot #k48j50, batch k48h42. After firing the tx60 stapler on the ileum the stapler inadvertently "popped open". The case was completed without further incident. There was no consequence to the pt.